Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a right side "implant complaint" and later rupture.. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a right side "implant complaint." Healthcare professional additionally reported right side rupture. Device remains implanted.